Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (9/12/2014) - device evaluation: the retain test strips involved with this complaint were further evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The complaint could not be confirmed. Additionally the meter DHR passed with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages her diabetes with insulin (set amount each day). The meter allegedly stopped working on (B)(6) 2014, at around 6:30 am. For 3 days, the patient reportedly could not test her blood glucose reading. On (B)(6) 2014, the patient had a headache and felt thirsty. She mentioned the reported symptoms are usually how she feels when her blood glucose is ¿too low.¿ she thought her blood glucose level was around 4.9 mmol/l at the time of concern. In addition, she stated she did not lose consciousness; however, she experienced mild sweatiness and shakiness. The symptoms abated with oral medication (tylenol). The unknown error issue was not identified and could not be resolved during training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after she was unable to test her blood glucose due to the alleged error message issue.

Manufacturer narrative:
Follow-up # 1 - (06/20/2014), the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. The retain test strips failed the performance testing with control solution at level 300. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.